Manufacturer narrative:
Section d references the main component of the device system the relevant components include: product ID 8709sc lot# n137759001 serial# implanted: (B)(6) 2008 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug of an unknown concentration at an unknown dose via an implantable infusion pump for chronic low back pain and spinal pain. It was reported by the managing doctor that the patient's pump catheter at pump connection is protruding outward. The patient needed pocket revision. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. No troubleshooting or diagnostics were performed. To resolve the issue surgical intervention was planned. The issue was not resolved at the time of this report and the patient's status was "alive- no injury".

Event description:
Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that to the rep's knowledge there was no device issue or catheter issue. It may have just been a mere pocket revision due to how the pump healed into the pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the tissue at the top of the top port was thin and discolored on the outside and the managing physician was afraid that it was going to break through the skin; the cause of that would be unknown until the hcp would be able to get in there and look and see how things are deeper in the pocket, it's hard to tell why that is. The patient's current weight is (B)(6). No further complications were expected or anticipated.